Manufacturer narrative:
H6: investigation summary: during manufacturing of material 296359, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1014243 and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1014243. Retention samples from batch 1014243 were not available for inspection. No return samples or photos were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported that prior to use with bd bbl¿ sabouraud dextrose agar with chloramphenicol and gentamicin deep fill mold contamination was discovered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ sabouraud dextrose agar with chloramphenicol and gentamicin deep fill mold contamination was discovered.